Event description:
Healthcare professional via nbir reported "capsular contracture baker grade IV". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason(s) for reoperation is/are: "capsular contracture baker grade IV". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.